Manufacturer narrative:
Investigation summary: one unused sample in its original packaging was received for investigation. The customer is claiming that the pre-dilator is too soft and the tip is damaged. Pre-dilator is made from flexible material. The pre-dilator is soft, flexible which is typical for this part. Unused dilators in smiths medical czech republic production were randomly checked and no abnormality was observed. The flash on the tip of the pre-dilator is visible. The size of the flash is 0,278mm (measured on the shadowgraph) which is acceptable. "External flash should not exceed 0,38mm." Complaint history was checked and there has not been any similar customer complaint raised against product made by smiths medical czech republic. Based on that this claim is isolated incident - material flexibility of pre-dilators is considered to be well accepted by rest of market. And no complaint for flashes on the tip has been raised. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was difficulty inserting gauge stage dilator, increased flexibility and upon removal of the dilator there was damage to the tip. The single stage dilator felt more flexible than usual, also impeding the procedure. There was patient involvement, and no patient harm/adverse event reported.